Event description:
The customer reported that the systme would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed over the phone support. The service representative instructed the customer on the reboot and exposal test procedure. The customer reported the system to be working as intended and put back in service.